Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a ring explant after an implant duration of approximately three (3) months. Through follow up with the health care provider, it was learned that the reason for explant was not due to a malfunction of the device but due to dehiscence of the ring and mitral regurgitation. Upon review of source documentation, the mitral ring was dehisced along a significant portion of the anterior ring and into the a3 region. This had also resulted in a perforation of the anterior leaflet. The ring was removed and the valve was repaired using a medtronic annuloplasty ring. The patient was weaned from cardiopulmonary bypass and hemostasis was confirmed.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative despite repeated attempts to receive further information, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue.